Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus, the customer discarded the subject device. Based on the results of the investigation, the root cause could not be determined. The event can be prevented by following the instructions for use which state: " (drawing number: gk6226 / revision number: 13). Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. When activating output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation due to the customer discarding the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H4: device manufacture date: the exact manufacturing date of this device is unknown but is known to be during (B)(6) 2023.

Event description:
The customer reported to olympus, the single use 3-lumen sphincterotome v's cutting wire broke while cutting in a patient's papilla during a therapeutic endoscopic retrograde cholangiopancreatography. The doctor then used a second single use 3-lumen sphincterotome v which also broke while cutting in the papilla. No part of the knife fell inside of the patient. A third single use 3-lumen sphincterotome v was used to complete the procedure. There were no reports of procedural delay or patient harm. The first incident is being captured in related patient identifier (B)(6) and the second incident is being captured in this report.